Event description:
Per the clinic, the patient developed an infection and swelling at the implant site. The patient was treated with oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.